Event description:
Patient reported the insulin pump does not reduce the blood glucose level. Patient alleges the pump is not delivering the correct amount of insulin. Patient stated he experienced elevated blood glucose levels of 332-426 mg/dl; took correction via pump. Patient reported he changed the entire infusion set and made the filling of the set; problem persists. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.